Event description:
It was reported that the patient had inappropriate shocks due to supra-ventricular tachycardia. The rates were around 250bpm. The sensing vector was set to the alternate vector. The patient was sitting in a chair at the time of the shocks. Technical services discussed some programming options for the patient. There were no additional adverse patient effects. The system remains implanted.